Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual decrease in pacing impedance measurements from 1750-1950 ohms to 450-550 ohms. There was also evidence of oversensed noise resulting in inappropriate therapy. A lead fracture was suspected however boston scientific technical services (ts) suspects insulation damage. Ts recommends vigorous isometrics and pocket manipulations in an attempt to recreate noise. The recommended troubleshooting was performed and the was present however no changes to impedance measurements. Surgical intervention was performed, and a new system was implanted on the other side. This lead remains implanted but electrically deactivated. No adverse patient effects were reported.